Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in port coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unknown date in 2011, the patient experienced peritonitis. The consumer reported that, on (B)(6) 2011, the patient was hospitalized for surgery due to peritonitis in his port. The cause of the peritonitis was unknown. Treatment was not reported. At the time of this report, the patient was recovering from the event of peritonitis. On an unreported date, dianeal therapy was withdrawn. Concomitant medications were not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11d12038, h11c03013, and h11f20093 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.